Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details have been requested. No additional information is available at this time. The event of a "inflammatory indurated edema" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported patient was injected to the lips with juvederm volift with lidocaine and one month later was injected to the marionettes with juvederm volift with lidocaine. On an unspecified date the patient was injected in the nasolabial folds with juvederm voluma with lidocaine. The patient developed "inflammatory indurated edema" at all of the previously noted injection sites on the same date. Patient was treated with solupred.